Event description:
User reported an intermittent issue with ise flags, and received high sodium results for about 4 or 5 pt samples. The results for these samples were initially in the 150's meq/l range, and when repeated, gave results in the 130's meq/l. Actual pt results were not provided. All samples were serum. User said the erroneously high sodium results were not reported to the physicians, so none of the pts were adversely impacted. The field service rep found a problem with ise tubing and replaced the ise tubing. He also checked the ise mix/dry pressure, cleaned sample transfer rinse station, and conditioned ise tubing and initialized ise module. To verify analyzer performance, calibration, controls and a precision study were run with all results within specification.